Event description:
It was reported that stent damage and dislodgement occurred. The target lesion was located in the left main coronary artery. Following a rotablation procedure, a synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed and came off the balloon. The stent could not be removed and was instead crushed in the vessel wall. No patient complications were reported and the patient was fine. It was further reported that the procedure was completed by leaving the undeployed stent in the left main artery.

Manufacturer narrative:
Date of event corrected from (B)(6) 2019 to (B)(6) 2019 as it was further reported the procedure took place in (B)(6) 2019. Device is a combination product.

Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent damage and dislodgement occurred. The target lesion was located in the left main coronary artery. Following a rotablation procedure, a synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed and came off the balloon. The stent could not be removed and was instead crushed in the vessel wall. No patient complications were reported and the patient was fine.